Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (australia) the patient experienced discomfort (described as jolting sensation) after recharging the ipg. Upon checking the ipg was found off and was deemed inoperable. The issue didn't reoccur. No intervention is planned at this time.